Event description:
It was reported that the patient experienced a shocking sensation from the spinal cord stimulator (scs) device. It was noted that the stimulation therapy felt very intense for a time. The cause of the shock was unknown.